Event description:
Healthcare professional reported capsular contracture baker grade IV and removal from textured to smooth due to the concerns of the product. This record is for the right side. The device was explanted, replaced and has been returned.

Manufacturer narrative:
Lab analysis completion: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, an opening and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6

Event description:
Healthcare professional reported capsular contracture baker grade IV and removal from textured to smooth due to the concerns of the product. This record is for the right side. The device was explanted, replaced and will be returned.

Manufacturer narrative:
Continued e1 -- alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.